Event description:
During a total laparoscopic hysterectomy, the user stated they felt the white handle on the device used to manipulate the uterus snap and it was seen to be rotational and not fixed. Device removed from the field and same type opened and used with no issues. No patient harm.